Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were issues with foreign matter in the gel, deformed tube, defective markings, dirty shield, black spots, gel air bubbles, and air bubbles in gel. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x33, deformed tube x1, defective marking x3, dirty shield x1, black spots x2, gel air bubbles x102, air bubbles in gel x1.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were issues with foreign matter in the gel, deformed tube, defective markings, dirty shield, black spots, gel air bubbles, and air bubbles in gel. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x33. Deformed tube x1. Defective marking x3. Dirty shield x1. Black spots x2. Gel air bubbles x102. Air bubbles in gel x1.